Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states the lancet is visible through the end cap of the device. Customer has the lancet seated correctly and the cap attached properly. No adverse event alleged, lancet device and lancets replaced and requested for return.